Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported a pt with a ucva of 20/100 and pt describing seeing a mark on the intraocular lens (iol) following iol implant surgery. The surgeon reported being unable to see a scratch on the iol after multiple examinations. The pt sent a letter describing a figure which appeared as a "lesser than sign (<)" which was dark brown in color initially. The consumer noted the figure on the first postoperative day when his patch was removed. The figure became lighter through the week until it became translucent and allowed the light to come through, but not images. After another week, the consumer reported it allowed images, but the images were blurry. The consumer reported he was only able to see letters when he looked towards the right of the iol, where the figure was not present. The consumer reported the figure is always present and his vision is the same as what he experienced with his cataract. Add'l info has been requested.